Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 414-415 mg/dl and a correction bolus was delivered via insulin pen. Pump system check was performed with the customer and small air bubbles were observed in the tubing. Customer primed air out and reportedly, insulin delivery was resumed.